Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps for the cartridge and had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer to follow the proper air removal steps and that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump and a manual insulin injection.